Event description:
After the iab was inserted into the pt, the system 90t alarmed and blood leaked into the catheter. (Event complications: none from the event- reported 8/6/97.) (Pt's current status: unk- rpt-d 8/6/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.